Event description:
On (B)(6) 2010, the pt was treated for a 7.2 cm diameter abdominal aortic aneurysm with gore excluder aaa endoprostheses. The trunk deployed as intended, and was fully open. The physician was unable to cannulate the gate, however. The inability to cannulate was attributed to a narrow distal neck and tortuous iliac arteries. The ipsilateral limb of the trunk was crossed such that it hindered access to the gate, and also prevented snaring of the wire through brachial access. After over two hours of attempts to cannulate, the physician converted the pt to open repair. The pt tolerated the procedure.